Event description:
Report received of an under-delivery of IV fluids. It was reported that "the pump malfunctioned". According to the customer contact, the pump indicated on the display that it delivered 300ml, but there was less than 100ml gone from the IV bag. It was not known what was infusing. The pump was never sent to the biomedical dept and was kept in use in the clinical area. The serial number of the pump was not recorded. The customer contact reported that there was no adverse pt event and no medical interventions were rquired. The customer contact was unable to determine what troubleshooting techniques were attempted to resolve the issue or why the pump was not removed from clinical service.